Event description:
Information was received indicating that during the use of the smiths medical cadd ms3 pump, it was noted that the battery died. Subsequently, the pump stopped and lost its programming. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.